Event description:
It was reported that the insulin pump alarmed button error. Customer removed the battery and cap and the buttons were not responding. Nothing further reported.

Manufacturer narrative:
Insulin pump received with no button response due to unlocked keypad connector on the lcd board. Device was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.